Event description:
It was reported that after reprogramming the device, there was either no communication with the device or it would reset back to the original program. Patient is also experiencing pocket stimulation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.